Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing discomfort and swelling at the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1216 (sn: (B)(6). The returned igp was analyzed and monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. It passed the functional test and revealed no anomalies. With all the available information, boston scientific concludes the complaint was not confirmed. Sc-2408-56 (sn: (B)(6). The returned lead was analyzed and was cleanly cut. No anomalies were identified on the lead aside from the clean-cut. The damage to the lead was a result of a typical explant procedure, and it was not considered a failure. With all the available information, boston scientific concludes the complaint was not confirmed.

Event description:
It was reported that the patient was experiencing discomfort and swelling at the ipg site. The patient underwent an explant procedure. The explanted device components will returned for analysis.